Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20561. It was reported the patient ((B)(6)) experienced pocket heating while charging (event date unknown). The charger was replaced with a different model which resolved the issue. Device information is unknown for the ipg and the charger.